Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. Two implants were returned for investigation in the complaint. Visual inspection of the as returned products identified worn markings due to usage and fractured at threads no pre-existing conditions were noted on the per. The reported device location 44 and #46 and was used for approximately 3 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant was removed due to fracture. No other implant placed during the same surgery. Pain reported as a consequence of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided.